Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past week. Customer reported blood glucose (bg) level was 300 (mg/dl) with small trace ketones. A correction bolus and manual injection were used to address bg level. Review of pump data for the past week was unable to confirm the reported battery depletion issue.